Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the tube revealed that the first instrument was partially fired with eleven clips remaining. The handle was not in the correct position. Visual inspection of the second instrument noted dried bodily fluids in the shaft and jaws area. The instrument was received with seven clips remaining. Functionally; it was observed that the jaws would not close upon actuation of the handle. The shaft was removed from the first instrument body and the body was disassembled for visualization of internal components. The safety interlock channel lugs were broken. Due to the condition of the instrument, further functional evaluation could not be performed. The second instrument was applied to appropriate test media. The instrument cycled without binding. The first clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. The next clip would not load due to the dried bodily fluids not allowing the remaining clip to advance in the clip channel. The reported condition for the second instrument was not confirmed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the interlock damage condition may occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to function as intended. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, there were issues experienced with the loading or firing of the clips and the clips were not able to load properly into the jaws at any point during use. On the first one, the handle broke. On the second one, the clip drops before the handle was squeezed. They used another device to complete the case. There was no patient injury.